Event description:
This is a patient involved event. The device was used during an alleged sca in the netherlands . It was alleged that the device continued to say "apply pads". Patient survived to hospital admission.

Manufacturer narrative:
The device history records for the sam350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 28th january 2014. The device was powered on and the user was issued with the advisory speech prompts. An initial in range patient impedance was detected however this then fell below the minimum measurable patient impedance range. With no in range impedance detected the user was then repeatedly advised to ¿check pads, press pads firmly to patient¿s bare skin¿. During the investigation, the device was found to be correctly measuring impedance throughout the range even under the stress of elevated temperature. An in range patient impedance was detected prior to the ¿check pads¿ message, which would suggest the electrode pads had initially been correctly attached. In the absence of the patient, the investigation was unable to replicate the reported fault. The fault may have been due to a number of things, for example, pad positioning or the presence of conductive material. This device shall by retained by heartsine as per complaint handling procedure (B)(4).

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
This is a patient involved event. The device was used during an alleged sca in the (B)(6) . It was alleged that the device continued to say "apply pads". Patient survived to hospital admission.